Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy with functional end to end anastomosis procedure, the stapling stopped halfway. After it stopped, stapling was tried again, but it did not advance. Another cartridge was used to resolve the issue and complete the case. There was no patient injury.